Event description:
It was reported that during a lap cholecystectomy procedure, the jaws locked on the cystic artery. The surgeon was unable to get the jaws dislodged. The device was excised. The distal and proximal area was clipped prior to using the device. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
D4; h4: info is unavailable; device was not returned for eval.